Event description:
It was reported that during a da vinci si procedure, the wire on the mega needle driver instrument was sticking out and was separated. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis and no other cable damage was found. Additional observations that were not reported by the reporter was pulley and main tube damages. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The distal end of main tube had a scratch mark showing light material removal and a rough surface finish. Scratch was short in length and was not axially aligned with the tube. No other damage was found. Evidence not conclusive but the pulley and main tube damages may be due to mishandling/misuse. The instruments and accessories instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.